Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor exhibited post-sensed t-waves over sensing. No intervention or procedure was reported. The patient was stable throughout.